Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: a review of the DHR found a nonconformance related to the product; however, the identified nonconformance did not affect product integrity or product functionality. The device was, therefore, approved for use. The DHR anomaly is not related to the alleged complaint. Visual analysis of the lead noted discoloration in the lead segment and cuts on the lead segment approx 5 cm from the terminal end. The lead failed continuity and stress testing on channels 5 and 8. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30-day reporting requirement as part of an add'l retrospective review initiated in response to the (B)(4) 2011 FDA inspection. We are submitting this MDR as the result of a re-evaluation of our complaint process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd occipital placement of leads as part of an scs system for headaches (off-label). It was reported that the pt had ineffective stimulation and reprogramming efforts were unsuccessful at resolving the issue. The pt's lead was explanted on (B)(6) 2010. No further pt complications were reported.